Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown patella was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to pain. Intra-operatively, the patellar device was found to be loose. A 32mm asymmetric cemented patella and a 5x11 ps poly were revised. Manufacturer of the cement used is unknown. There are no allegations against the liner, it was revised prophylactically to ensure stability. Patient is reported to be very active.